Event description:
The customer noted that exchanging the controller seemed to have resolved the issue.

Manufacturer narrative:
Section b7 correction: other relevant history added. Section d9 correction: date returned to manufacturer added. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files; however, it was not reproduced. A review of the submitted controller event log file (B)(4) spanned approximately 11 days (28jan2025 ¿ 07jan2025 per time stamp). The backup battery fault alarm activated on 06feb2025 at 19:20:16 and 07feb2025 at 08:48:51 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The first alarm cleared after the controller underwent another load test, but then reactivated shortly later that morning and lasted through the remainder of the file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on 05sep2024. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had multiple backup battery (ebb) faults on the system controller. The connections appeared secured, and patient did seem to switch over to power sources appropriately with minimal to no delay and denied any loss of external power or improper handling of equipment while in house. The nurse had performed a controller self-test that morning. A ribbon check was conducted to make sure the connections were well seated, and they were. The site also took the extra step of unplugging and putting it back in. None of those troubleshooting attempts resolved the issue. A controller exchange was performed. Log files were sent for review. The event log confirmed the backup battery fault on 07feb2025. The ebb fault was due to the ebb failing the load-test.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.